Event description:
It was reported that the patient presented for evaluation after receiving six shocks. Oversensing was noted, the short interval counter was greater than 2000, and a lead fracture was suspected. When the lead was extracted, the anchor sleeve was noted to be pinched so the lead underneath was examined. When this area of the lead was manipulated, there was continuous oversensing and noise, and the impedance increased to greater than 3000 ohms. The lead was replaced and no patient complications were reported as a result of this event.